Manufacturer narrative:
No device associated with this report was received for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. In addition, the reported product code is a discontinued/obsolete item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the primary surgery was on (B)(6) 1995 at the other hospital, the patient was hard to walk and came to (B)(6) medical center to take an examination -leading to this revision surgery. The wear of implants were found, the femoral component and the tibial tray were contacted. Additionally the insert and tibial tray were worn out. Metallosis was found extensively.